Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported that a brown particulate was found inside the syringe while drawing up the heparin lock flush solution. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging flow wrap. The syringe has a brown spot that appears to be embedded degraded resin. No other defects of imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the molding process was performed. The settings were correct and the flow of products was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd posiflush syringe contained foreign matter. The following information was provided by the initial reporter: "one syringe was found on saturday 10/2/21 with brown particulate on the inside of the syringe barrel."